Event description:
As reported summary: while attempting to place the epicardial lead 4047/(B)(4) on the left ventricle the doctor accidentally poked a hole in the heart. Opened the patient's chest via lateral thoracotomy (took some time due to the patient's weight) and repaired the hole. Placed two epicardial leads, closed with original 4047/(B)(4) lead attached to the device. After surgery the patient was in surgical ICU and it was reported that the patient's condition had not gotten worse.